Manufacturer narrative:
Additional narrative: additional product codes: ktt, hrs. (B)(6). Part 212.219, lot 9193491: manufacturing site: mezzovico. Release to warehouse date: (B)(6) 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: the screw was received with portions of the threads on the shaft stripped. No other issues were identified with the returned screw. Dimensional inspection showed the relevant dimensions were conforming. The relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause could be determined. It is possible that stripped condition was due to excessive forces/torque applied during insertion or extraction. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, a revision surgery was scheduled due to a possible refracture and or non-union. The construct originally implanted was implanted off-label. The revision surgery was scheduled for (B)(6) 2019 and will be performed by another surgeon. Original implant date was on (B)(6). 2019. It is unknown if the re-scheduled surgery has occurred. During investigation of the returned devices it was noted that portions of the threads on the shaft of the screw were stripped. Concomitant devices: cortex screw (part 214.838, lot 9202997, 9271477, l888929, quantity 3); cortex screw (part 214.840, lot l663008, quantity 1); locking screw (part 212.212, lot 9201970, quantity 1); screw (part/lot unknown, quantity 1). The linked event is captured in (B)(4). This report is for a locking screw. This is report 4 of 4 for (B)(4).